Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 49 was analyzed, and a visual evaluation noted that the wire/anchor got dislodged or dislocated from its distal pierced hole and the cutting wire was bent/kinked. The anchor was also broken, and the broken section was not returned. The device was observed under magnification, and both the distal and proximal pierced holes were torn, and the anchor was broken. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the anchor was broken, and the cutting wire/anchor dislodged or dislocated from its distal pierce hole, the cutting wire was bent/kinked, and the working length was torn at the distal and the proximal pierced holes. Based on the condition of the device, the problem found could have been generated when the cutting wire was submitted to tension during the handle actuation. Also, bowing the device without being completely out of the scope can lead to tear it, displacing the cutting wire anchor from its position. Additionally, it was found that the working length was torn at the proximal pierce hole and the cutting wire was kinked. Once the anchor got dislocated from the distal pierced hole during the procedure, the manipulation with additional tools/devices or the scope could lead to kinking the cutting wire, tearing the proximal pierced hole, consequently, breaking the anchor. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, "the procedure could not be performed due to the cutting wire was fractured." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, "the procedure could not be performed due to the cutting wire was fractured." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.